Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their quick set and high blood glucose levels. The customer's blood glucose level at the time of incident was in the 400mg/dl. The customer states they switched sets and were using mio. The customer declined to troubleshoot for no delivery and states they will monitor the device and call back if issue persist.